Event description:
(B)(4). It was reported by the consumer that upon making a turn using the 6252 walker, he heard a pop sound, caught/supported himself on the wall, and noticed that the unit had broken at the top bracket and bent the frame. There was no patient injury reported.